Manufacturer narrative:
Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, b.6.

Event description:
Patient reported pain radiating to the left upper limb associated with enlargement and hardening of the left breast and baker iii capsular contracture, confirmed via ultrasound and MRI. Healthcare professional has confirmed. Device remains implanted.

Event description:
Patient's representative additionally reported "recall." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported pain radiating to the left upper limb associated with enlargement and hardening of the left breast and baker iii capsular contracture. Healthcare professional has confirmed. Device remains implanted.